Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A 330cm rotawire was selected for use. During preparation, it was noted that the device was kinked. The procedure was not completed due to the event. There were no patient complications reported.